Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cable of subject device was broken. The event occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the ccu plug of the video cable section was damaged. The fibre bonding in the outer tube area (distal end) was damaged. The video cable was twisted. The image was not displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. The ccu plug of the video cable section was damaged and therefore the image was not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.